Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american, female patient underwent an unknown breast augmentation with mentor memorygel, 500cc silicone breast implants which the left side ruptured, and right side has issue with capsular contracture baker grade ii after implantation. Patient has pain bilaterally, and the doctor upon examination confirmed rupture on the left side and capsular contracture on the right side. As a result patient scheduled for removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 8/5/2019, the mentor failure analysis lab received the device for investigation. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number 5623309, and no non-conformances related to the reported complaint were identified. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/16/2019, mentor became aware that the device brand name unintentionally reported incorrect and the correct brand name is mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).